Event description:
Deroyal cmc av fistula pack. Reference #89-10536.01, lot# 55674310, expiration january 1, 2024. This pack contained suction tubing that appeared to have a brownish substance on what looks on the outside of the tubing. The patient was not in the room. The offending item along with the entire pack was removed. A new pack was brought in and carefully inspected prior to bringing the patient in the room.